Manufacturer narrative:
The company rep was able to reproduce the reported failure. The company rep tested the unit with a substitute front end board and the reported failure was diagnosed. However, at the time of the service visit, the customer had not approved the repair of the unit. On (B)(6) 2011, the customer approved the replacement of the front end board ((B)(4)). The company rep is scheduled to replace the board on (B)(6) 2011 at their next service visit. Datascope will send an additional report after the repair is completed.

Event description:
The customer reported that on (B)(6) 2011 while the unit was in use on a pt, the unit generated a system error. The unit was rebooted and therapy was continued. The customer reported that on (B)(6) 2011, the unit generated system error #119 (front end cpu failure) and the pump shutdown, and could not be rebooted. The pt was switched to another unit and therapy was continued. No pt injury was reported.